Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and ams nonarc subfascial hammock were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to stage ii cystocele. It was reported that following insertion the patient experienced erosion of mesh, pain, erosion, urinary problems, recurrence, dyspareunia, loss of consortium, recurrent urinary problems, recurrent prolapse and physical/emotional injuries and vaginal scarring. It was reported that patient underwent excision of vaginal mesh approximately (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient experienced stress urinary incontinence and rectocele. (B)(4). In addition, records for batch uke502-spmh were reviewed for in process. Review indicates that all records were within specifications. No events were related to the nature of complaint. (B)(4).